Event description:
It was reported to medtronic neurosurgery that the euro becker ii system became disconnected just below the y-site sampling port.

Manufacturer narrative:
The returned device was patent. It met the requirements for patency and leak testing. The y-site connection was no longer adhered. Adhesive was noted at the y-site connection. It is unknown how or when the damage occurred. A review of the manufacturing records was not possible as no lot number was provided. (B)(4).

Manufacturer narrative:
The returned device was patent. It did not meet the requirements for leak testing as the y-site connection was no longer adhered. Adhesive was noted at the y-site connection. It is unknown how or when the damage occurred. A review of the manufacturing records was not possible as no lot number was provided. (B)(4).